Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe 1 ml 27ga 1/2 in p cust there were two incidents one on the (B)(6) 2019 and another on (B)(6) 2019 where the plunger came out when being manipulated. Because of the plunger coming out radioactive material leaked out contaminating the personnel who performed the procedures of labeling. The radiopharmaceuticals became contaminated with radioactive material and increase the levels of exposure in the respective controlled areas. There was no exposure of radioactive material to the skin. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: on friday (B)(6) and monday (B)(6) of the month of june there have been two incidents involving spills of radioactive material in the radiopharmacy because the 1ml syringes have presented technical failures. The plunger comes out when manipulated. This has caused that the personnel who performed the procedures for the labeling of radiopharmaceuticals become contaminated with radioactive material and increase the levels of exposure in the respective controlled areas. The respective reports were made to the radiological protection officer (syringes of 1ml bd plastipak lot 8186627). The client was visited and it was observed that this syringe is not the indicated one for this procedure and another syringe that meets the expectations was recommended, this syringe is not designed for that.

Event description:
It was reported that during use of the syringe 1ml 27ga 1/2in p cust there were two incidents one on the (B)(6) 2019 and another on (B)(6) 2019 where the plunger came out when being manipulated. Because of the plunger coming out radioactive material leaked out contaminating the personnel who performed the procedures of labeling. The radiopharmaceuticals became contaminated with radioactive material and increase the levels of exposure in the respective controlled areas. There was no exposure of radioactive material to the skin. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: on friday 7 and monday 10 of the month of june there have been two incidents involving spills of radioactive material in the radiopharmacy because the 1ml syringes have presented technical failures. The plunger comes out when manipulated. This has caused that the personnel who performed the procedures for the labeling of radiopharmaceuticals become contaminated with radioactive material and increase the levels of exposure in the respective controlled areas. The respective reports were made to the radiological protection officer (syringes of 1ml bd plastipak lot 8186627). The client was visited and it was observed that this syringe is not the indicated one for this procedure and another syringe that meets the expectations was recommended, this syringe is not designed for that.

Manufacturer narrative:
Investigation: no sample is received, nor photograph of the client for a defect assessment, however the statement of the complaint cites that the problem of leakage is because the device being used is not suitable for the process that the hospital is performing by design. The final batch was inspected by quality control, with satisfactory results, so the batch was approved and inspected accordingly.